Event description:
It was reported that during a laparoscopic nephrectomy procedure, the generator alarmed and error code is 5. The dr installed again and the generator alarmed. Changed to another device to finish the procedure. There was no reported pt consequence.